Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, ¿it was reported that in 2016, the patient underwent an unknown surgery. On an unknown date, x-ray showed that the ceramic liner in question was damaged. Revision surgery is scheduled for may. No further information is available¿ the product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that delta cer insert 32id x 48od has the rim fractured into one large (1), two (2) small and five (5) very small fragments. However, based on the returned fragments the ceramic liner cannot be completely reconstructed. There are fragments missing which could potentially yield further information if they were available. Metal transfer of erratic appearance were found on the outer, inner and around the fracture surfaces. This kind of secondary transfer is most likely caused by chafing between metal pars and broken ceramic fragments, either after the primary fracture event or during the surgical procedures. In case of a symmetrical taper fit between the ceramic liner and the acetabular cup, metal transfer are expected around the whole circumference of the center and top section of the taper. Such patterns cannot be found on the provided liner; this indicate insufficient or misaligned fixation of the liner in the acetabular cup. Additionally, intensive metal transfer can be located on the transition of the bottom section of the taper and the initiation of the curvature; this also indicate a misaligned position of the liner in the acetabular cup. Next to the fractured area, metal transfer can be found which indicates small areas of intensive contact between the ceramic liner and the acetabular cup. It indicates that the liner could have been fractured by a misaligned position of the ceramic liner. A manufacturing record evaluation was performed for the finished device [121882748 / 2191937] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Additionally, the density of the ceramic liner was analyzed and found to comply with the delivery specification for biolox delta components. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the observed damage of the delta cer insert 32id x 48od may have been caused by insufficient or misaligned fixation of the liner in the acetabular cup causing increased local mechanical stress. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents shows that the data obtained on the ceramic liner conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882748 / 2191937] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: d4 primary UDI number, h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in 2016, the patient underwent an unknown surgery. On an unknown date, x-ray showed that the ceramic liner in question was damaged. Revision surgery is scheduled for may. No further information is available.